Event description:
Boston scientific received information that as the patient was being moved from the operating table to be transported back to the bed, this left ventricular (lv) lead exhibited low amplitude measurements, high threshold with low sensing ability. The patient was moved back to the table and an x-ray confirmed that this lead had dislodged after pocket closure. The physician immediately repositioned the lead without any further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.